Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently frozen on the "bolus feature" screen. Reportedly, the customer waited 45 seconds to a minute, and the screen would clear. Customer's blood glucose was in the 200 (mg/dl) range.